Event description:
The bed check function was not working while the bed was in the sitting or lying position. Two unit assistants, a nurse, and a staff member from both engineering and maintenance attempted unsuccessfully to enable the bed check modes from either of the top siderails. The bed was removed from service and labeled with defective sticker.